Manufacturer narrative:
The device was not returned. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the visera elite video system center had a black image with lines in the display during preparation for use. The customer reported two visera cysto-nephro videoscopes were used unsuccessfully in an attempt to get an image. It was confirmed with one of the scopes that an image was able to be obtained on another tower. The customer was able to see patient information. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was due to a failure of the image output board or a connection failure with the endoscope caused by a failure of the lock-torque mechanism of the video connector. Alternatively, the event may have occurred due to malfunction of other parts. Since the device was not returned for evaluation, a definitive root cause cannot be identified.